Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and subjected to a detailed technical investigation. Images of the case such as angiographies could not be obtained. The provided clinical information (pk papyrus device registration form, cath lab report) and the product release documentation were reviewed to establish whether a device deficiency contributed to this event. The delivery system and the stent were returned separately. The balloon of the delivery system is well folded and shows no signs of inflation. Stent imprints are visible on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The hypotube is kinked and the device tip is slightly damaged (i.e. Shows an indentation). The returned stent is severely deformed (i.e. Is flat) at one end. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as both no device- and no procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of an ellis type iii coronary perforation in the proximal lcx. After balloon dilatation in order to stop the bleeding, the pk papyrus was advanced but the stent stripped off the balloon inside the lesion. The dislodged stent was removed intact, and another pkp was used to seal the perforation.